Event description:
Pt is a heartmate ii lvad pt (doi: (B)(6) 2013) that presented on (B)(6) 2020 with sepsis 2/2 chronic pseudomonal driveline infection. Pt developed acute kidney failure with significant volume overload and pulmonary edema requiring dialysis (initiated (B)(6) 2020) 2/2 presumptive tobramycin treatment for his infection. Subsequently, patient had an acute change in mentation prompting a brain attack, also on (B)(6) 2020, with head CT significant for bilateral subarachnoid hemorrhages. Patient was intubated on (B)(6) 2020 for acute respiratory failure and inability to clear secretions. Patient then became hypotensive requiring large amounts of vasoactive medications. The patient was changed to a dnr code status 4 on (B)(6) 2020. Given the acute progressive decline of the patient's condition and poor prognosis, a family meeting was requested. On (B)(6) 2020, the patient's wife requested that the patient be made comfortable and all aggressive measures be stopped, including crrt, the lvad and the ventilator. Patient passed away on (B)(6) 2020. Cause of death: chf.